Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic ercp with stent placement for treatment. The hydra-jagwire became lodged in the stent resulting in the inability to place the stent. Another of the same devices was utilized with successful deployment of the stent. The patient did not sustain any ill effect as a result of the event. The pt condition is reported to be fine.